Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient inquired about using the programmer and recharger because they had gotten "pretty bad" lately. The patient said she has not been doing it as steadily as she had been. The patient thinks it stopped because she had not been keeping her implant charged. During the call, the patient plugged the desktop charger into the wall and the top of her recharger. The patient said the desktop charger had a green light on and the recharger showed a battery that was blinking between one quarter and one half. The patient normally puts the recharger antenna in her panties when she charges, but she was still in her nightgown on the call. The patient said she would get dressed and then try to recharge the implant. The patient said she did not know when the issue started, but she would say about 6 weeks from the time of the call. Then, it suddenly got really bad this week and she had woke up on the day of the call and had to go to bed because she was in so much pain. No further complications were reported.